Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at time of incident was 420 mg/dl and after gave bolus 375 mg/dl and other 457 mg/dl, 356 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer expressed symptoms as abdominal pain. Customer alleging possible insulin pump under delivery. Customer was treated with bolus. Customer perform high pressure test first test was failed then passed. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer declined troubleshooting. The insulin pump and reservoir will not be returned for analysis.